Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this lead was explanted due to reported to be twisted within the device pocket due to twiddler's syndrome. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis confirmed the reported observations and noted that there was twists in the lead insulation. Per procedure, no further analysis was completed.

Event description:
It was reported that this lead was explanted due to reported to be twisted within the device pocket due to twiddler's syndrome. This lead was then explanted and replaced. No additional adverse patient effects were reported.